Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was sent the wrong lancets for his onetouch delica lancing device. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at 04:00 pm when he discovered that his medical supply company sent him the incorrect lancets. The patient reported he manages his diabetes with oral medications, diet and exercise. The patient reported that at an unknown time after the start of the product issue, he became "sweaty." The patient advised that no treatment was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique for the onetouch lancing device. Replacement products were sent to the patient. While it is unknown if the patient was able to continue testing, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged device issue began.

Manufacturer narrative:
Follow-up #1 (11/22/2011): correction: please disregard report #2939301-2011-11050. Report #2939301-2011-11050 is a duplicate report to report #2939301-2011-11052 which was submitted on (B)(4) 2011.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.